Manufacturer narrative:
.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient had post-surgical incisional wound pain at the lead and ipg pocket site which was moderate in severity. The patient was treated with medication and event remained not recovered/not resolved. Investigator reported the event as related to the study surgical procedure and not related to the study device system.

Event description:
A report was received that the patient had post-surgical incisional wound pain at the lead and ipg pocket site which was moderate in severity. The patient was treated with medication and event remained not recovered/not resolved. Investigator reported the event as related to the study surgical procedure and not related to the study device system.

Event description:
A report was received that the patient had post-surgical incisional wound pain at the lead and ipg pocket site which was moderate in severity. The patient was treated with medication and event remained not recovered/not resolved. Investigator reported the event was related to the study surgical procedure and not related to the study device system.

Manufacturer narrative:
Additional information was received that the event is recovering/resolving. Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: artisan surgical lead, 50cm.